Event description:
Dr (B)(6) performed a unilateral partial knee replacement utilizing quill srs monoderm and pdo devices for closure of the facia, subcuticular and subcutaneous layers of tissue. The pt presented with an abscess approx three (3) weeks post operatively. The incision was reopened, irrigated, and re-closed at the distal and proximal ends. No cultures and sensitivities were completed to confirm infection.

Manufacturer narrative:
No samples were available for eval. Therefore, no testing was performed. The lot code info was not provided. Therefore, the exp dates and mfg dates are unk. Add'l item reported by this customer: 0, 2-0 monoderm, model/cat#: ya-1029q, ya-2024q, lot# : unk, exp date: unk, device manufacture date: unk, 510 (k)#: k072028. Method: the devices were not returned for review. No product eval will be performed. Results/conclusion: without the finished good lot numbers, relevant portions of the device history records and/or sterility records could not be reviewed. However, all quill medical devices are confirmed sterilized prior to being released to the field. The root cause for the post-operative abscess can not be determined at this time. (B)(4). Item # ra-1065q, ya-1029q, ya-2024q, quill srs device, #2 pdo, 0 monoderm, 2-0 monoderm lot unk.